Event description:
It was reported "procedure was going as expected, and after spring-wire was placed,and the tissue dilation portion of the procedure was performed, the catheter was placed over the spring-wire guide without difficulty. When time came to remove the guidewire, inserting clinician met resistance, and was unable to remove wire. At this point, the decision was made to remove the entire catheter, & spring-wire guide out together/as a unit, and abort procedure. Upon removal, clinician observed that the spring- wire guide had unraveled, though all pieces/portions of the wire were visually present, and intact, including tip. A second catheter was then placed without issue." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire, catheter, and product lidstock for analysis. The returned components showed evidence of use. Visual examination revealed that the guide wire was unraveled from the distal weld and kinked in several locations along the body. The core wire distal j-bend was exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guide wire body measured 135mm and 399mm from the proximal tip. The broken core wire measured 682mm in length, which is within the specification of 679-687 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.854mm which is within the outer diameter specification of 0.838-0.877 mm per guide wire product drawing. The catheter body length measured 216 mm which is within the specification of 207-227 mm per catheter product drawing. A lab inventory guide wire of same diameter as that supplied in kit (measured 0.840 mm) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. Performed per IFU statement, "thread tip of catheter over guidewire". A manual tug test confirmed that the proximal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel (refer to figure 4). Warning: do not apply undue force on guidewire to reduce risk of possible breakage.". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. A device history record review was performed based on a potential lot from sales history and no manufacturing defects were found. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "procedure was going as expected, and after spring-wire was placed, and the tissue dilation portion of the procedure was performed, the catheter was placed over the spring-wire guide without difficulty. When time came to remove the guidewire, inserting clinician met resistance, and was unable to remove wire. At this point, the decision was made to remove the entire catheter, & spring-wire guide out together/as a unit, and abort procedure. Upon removal, clinician observed that the spring- wire guide had unraveled, though all pieces/portions of the wire were visually present, and intact, including tip. A second catheter was then placed without issue." There was no patient harm or injury. The patient's current condition is reported as "fine".